Event description:
The customer states that: "the following error "apr (anatomical programmed radiography) not accepted" occurred during examination, the doctor cannot finish examination.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.